Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented a remote merlin transmission, the right ventricular lead was intermittently losing capture with autocapture off. No patient symptoms were noted. While the patient presented to the hospital for an unrelated complaint, the capture and increasing output was evaluated. The physician conducted a new programming change after the evaluation. The patient is currently in-care at the hospital to address the unrelated event. No further information is available.

Manufacturer narrative:
A partial lead with distal end measuring 49.7 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received notes that the right ventricular lead exhibited non-sustained right ventricular lead oversensing due to noise with gradual threshold increase which caused loss of capture. The lead was replaced on (B)(6) 2017. The patient was fine post procedure.